Event description:
The customer reported the insulation sheath came loose while the device was in use. The site&#39;s internal report stated there was no adverse effect on patient, and no foreign body left behind. The site has no additional information.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.